Event description:
The patient reported that his v-go 40 devices were failing to stay attached. It was reported that the devices would detach within few hours, and he tried putting them on different locations, but no change. There has been a day where he had to replace the device 3 times. The patient stated that no devices are available for return to the manufacturer for evaluation.